Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the air/water cylinder and air/water tube had foreign objects due to the device not being used in accordance with the instructions for use. The event can be detected/prevented by following the instructions for use which state: ¿for inspection of the objective lens cleaning function and inspection of the auxiliary water feeding function: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross - contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the air/ water cylinder and air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide primary UDI number updated fields: d4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.